Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was admitted to (B)(4) medical center (B)(6) on (B)(6) 2015. The customer was treated with IV drip in the hospital. The cause of the emergency room visit as per healthcare provider is diabetic ketoacidosis. Hospitals got her blood glucose down and tried to put the customer back on the insulin pump but the blood glucose elevated. The customer was advised to sent replacement insulin pump at her nurses request.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.